Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be due to a virus, but this report was not medically confirmed. The patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics intravenously (medication, dosage, frequency, and duration not reported) while hospitalized for the peritonitis. Dianeal therapies were ongoing. After being hospitalized for seven days, the patient was discharged. The patient was recovered from the peritonitis. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter peritoneal dialysis disposable, (previously an unknown baxter transfer set). It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with continuous ambulatory peritoneal dialysis, (previously reported as medically unconfirmed cause). The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was hospitalized for four days for the event of peritonitis, (previously reported as seven days). The day after discharge, the patient recovered from the cloudy effluent and abdominal pain. Eleven days after that, the patient recovered from the peritonitis. Ten days after recovery, the patient was retrained on proper aseptic technique. No additional information is available. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): on an unreported date in (B)(6) 2014, the patient experienced peritonitis. The reported product is an unknown baxter transfer set. (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.